Event description:
Information received indicates, the brake is not holding and they make a popping noise when pushing the bed.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.